Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was separated. The following information was received by the initial reporter with the following verbatim it was reported by customer that the blue buff cap came off the extension set causing blood to leak from the patient's IV catheter. We are still using bd catheters

Event description:
No additional information was provided.

Manufacturer narrative:
One photo taken by the customer shows the set reported. No separation is seen in the photo. Due to no sample and no lot number an investigation cannot be performed. A device history record review could not be performed because a model and lot number was not provided by the customer.